Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of detached downstream occlusion (dso) seal. Review of event log found nothing related to the reported issue. No previous repairs were noted in the last 12 months. The issue of detached dso seal was confirmed through visual inspection. The reported issue was resolved by replacing the dso seal. The device passed all functional and delivery tests performed after repair activities were completed.